Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: wear abrasion, brown particles and opening curved on posterior leak test and microscopic analysis was performed which identified: crack valve and striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool.. A cracked valve seat diaphragm valve. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.